Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that a confirmed motor stall occurred and was noted in event logs with no motor stall recovery with a tube set message. The healthcare professional (hcp) did a reading of the pump and made some changes on the day of this report but noticed the motor stall message. There was no audible pump alarm initially but a critical alarm occurred after the pump status was checked again 15-20 minutes later and the motor stall had not recovered. An MRI (magnetic resonance imaging) occurred (B)(6) 2015 and that was when the event logs confirmed the motor stall. The pump was never read post MRI until (B)(6) 2015. The patient met with the manufacturer¿s representative (B)(6) 2015 to reinterrogate the pump and it showed the motor stall recovery occurred on (B)(6) 2015 at ¿18-something.¿ the reporter stated they were unsure on the actual time of the motor stall recovery as the time on the clinician programmer (8840) was wrong. The patient was reported to be asymptomatic, but after the issue resolved the patient was ¿feeling better today.¿ the pump was used to infuse fentanyl, clonidine, and bupivacaine. No interventions were reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow-up report will be sent.